Manufacturer narrative:
Unchecked "user facility". The reported event was confirmed via review of the controller log files, which revealed critical battery alarms, a power disconnect alarm and switching events prior to the 25% threshold on the days surrounding the date of the event. Controller (B)(4) was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. These alarms and premature switching events are most likely due to communication anomalies between batteries and controller. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event may be a combination of a communication error between the controller and batteries and the four batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-01666, 3007042319-2015-01667, 3007042319-2015-01668, 3007042319-2015-01669 and 3007042319-2015-01670) submitted for devices related to the same event.

Event description:
It was reported by medical staff that a patient experienced critical battery alarms and power switching with batteries, this happens on either port of the controller. The controller and batteries were exchanged with no reported consequences or impact to the patient. No additional information was reported. This is report 1 of 5.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Log file analysis review date: (B)(4) 2015. Data through: (B)(6) 2015. Normal power consumption. Three critical battery alarms have been logged on (B)(4), once (B)(6) 2015 and twice on (B)(6) 2015. One power disconnect alarm logged on (B)(6) 2015. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01666, 3007042319-2015-01667, 3007042319-2015-01668, 3007042319-2015-01669 and 3007042319-2015-01670) submitted for devices related to the same event.